Manufacturer narrative:
The motor was tested outside the device and passed. However, the unit had a cracked and bleeding lcd glass. The rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test could not be verified or performed due to physical damage to the lcd glass. The unit had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and a minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother called in to report that during a doctor's office visit, the doctor dropped the insulin pump and the display was cracked and was unreadable. However, after the customer received the replacement device the mother called back in to report that the replacement device kept resetting itself and alarmed motion sensor test failure. The customer's blood glucose level was 419 mg/dl during the first call, and was 600 mg/dl during the second call. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.